Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Representative confirmed that the device was discarded and would not be returned for additional evaluation and investigation. As the device was discarded and investigation was not performed, a definitive root cause for the alleged issue could not be determined. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending information regarding catheter.

Event description:
Post market surveillance contacted representative who confirmed that another cap study was performed and the physician was unable to aspirate. Physician could not see tip of catheter so believed it was fractured. The catheter was revised at a later date.

Manufacturer narrative:
Pending follow-up information regarding catheter revision surgery. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. (B)(4).

Event description:
Sales representative contacted technical solutions in order to report that a physician was unable to aspirate during a cap study. No volume discrepancies were reported, but the patient did complain of ineffective treatment and an increase in pain. Representative stated that a catheter revision would be scheduled, but has not yet.